Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found the device in good condition with no external signs of damage. During functional testing, the customer reported problem was unable to be duplicated. No repairs were done as no problem was found. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number. Service history review identified this device was last serviced in (B)(6) 2023 per ro# (B)(4) and there was no indication the complaint was related to previous service of the device.

Manufacturer narrative:
Date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the gauge in the front was not working. It was found during testing (customer was not able to verify if device was dropped at all). No patient involvement was reported.